Manufacturer narrative:
Evaluated 1 open/used reservoir and performed a visual inspection and found no physical or cosmetic damage. Also performed pre-fill test to reservoir per (B)(4). No air bubbles was observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no occluded,no air bubbles and not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose levels were 396 mg/dl, 266 mg/dl. Troubleshooting performed. Customer reported that they using insulin pump within 48 hours of high blood glucose event. Approximate size of air bubbles was 1/8th of an inch. Reservoir had leak from bottom of reservoir. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump was on auto mode. The reservoir will be returned for analysis.